Event description:
An ophthalmic surgeon reported that on the second patient of the day the aspiration function stopped working during surgery. In surgeon´s opinion no system message was displayed. The surgeon changed the cassette to finish the surgery. The patient impact is unknown. Additional information has been requested but not received to date. This is one of two reports being filled for this facility. This report is for the first patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Te product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).